Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens case was returned inside the lens carton. The lens was returned submerged in a small specimen cup in clear liquid. The lens was removed from the liquid and allowed to air dry completely prior to evaluation. The residue of dried viscoelastic was present on the lens. One haptic was broken in the gusset area. The optic was cut into two pieces. One portion optic edge was broken and split into the optic material. Both optic portions had additional cracked areas on the anterior and the posterior optic surfaces near the cut line of damage. Three small cracked areas were observed near the optic edge on the anterior and two cracks were observed directly opposite on the posterior. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The root cause cannot be determined for the reported complaint. The reported damage was observed. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. It is unknown if adequate viscoelastic was used. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The intraocular lens (iol) will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the clareon iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, intraocular lens (iol) broke when implanting. Additional information received and stated that the lens was folded and inserted into the eye and the lens was then discovered to have broken into three pieces and needed to be explanted. The procedure was completed on the same day.